Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of the device memory confirmed that several high voltage detected on the lead during device charging, code 1006, were recorded. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not confirm the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones and recorded a fault code 1006 indicative of high voltage detected on the lead during device charging. Boston scientific technical services (ts) discussed that this can been seen in situations where external shock therapy is delivered. Ts recommended verifying if the patient had received external shock therapy and if not, discussed troubleshooting options to verify lead integrity. Lead testing was performed and all lead diagnostics were noted to be stable and within normal limits. An invasive procedure was performed. The device was explanted and replaced and the lead remains implanted and in service. No additional adverse patient effects were reported.